Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Furthermore, a short circuit was present between two implant channels since implantation, which might be related to an inadequate handling during the operation. The device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device is affected. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore, a short circuit was present between two implant channels since implantation, which might be related to an inadequate handling during the operation. Other damages found during investigation are most likely related to explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. No trauma has been reported. The user has been re-implanted.